Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted in the patient and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandoned and successfully replaced during a device replacement procedure for normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Boston scientific received information that noise and high out of range right ventricular (rv) lead impedance measurements were observed. No asystole was noted as the patient has a good underlying rhythm. The lead will continue to be monitored and no adverse patient effects were reported.